Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Manufacturer narrative:
The device was explanted due to a hematoma. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the hematoma was not device related.

Event description:
This patient developed a hematoma post implant. The hematoma was evacuated but the skin of the pocket did not heal. The physician explanted this system and replaced it on the right side with competitive product. This system was retained by the hospital. Should additional information become available, this file will be updated.